Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation, a 7.0 x 40 mm armada 35 balloon catheter had a leak in the hub because there was a crack there, which was noted during unpacking. Therefore the device was not used in the patient. There was a short delay in the procedure but it was not clinically significant and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was returned. Visual and functional inspection was performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one similar incidents from this lot. Abbott vascular (av) conducted root cause analysis and determined the most probable cause may be related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Abbott vascular (av) was unable to analyze the device, as it was not returned to the manufacture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one similar incident from this lot. Av conducted root cause analysis and determined the most probable cause may be related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.